Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site and charging difficulty. An x-ray was performed and the cls was suspected to be in a horizontal position within the pocket, potentially contributing to the reported pain and charging difficulty. A revision procedure was performed, and the cls was repositioned to resolve the reported event.